Event description:
Olympus was notified of the event from the customer via mw5107602. During a cystoscopy transurethral resection of the prostate, the tip of the swivel obturator on the scope broke off in the patient. The broken tip was retrieved and no pieces were left in the patient. It is unknown if the device was inspected prior to the procedure. The customer reported this malfunction occurred at the end of the procedure and the procedure was successfully completed. There was no procedural delay, no change in the patient's treatment course due to the malfunction and no post-operative issues with the patient due to this issue. The customer requested a re-education on the proper handling of this device and there have not been any further issues since training.